Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported that during a laser procedure, the laser stopped 41 percent of the way through the treatment. A scanner message displayed. Additional information was received. Laser was restarted and surgeon decided to continue treatment on this patient's left eye. Laser was programmed for the second treatment and 41 percent was fired on disc and the remaining 59 percent was fired on the patient's eye. The patient was seen for a follow up appointment and it was normal with pain and light sensitivity. The patient will have to wait one week for cornea to re-epithelialize and one month for refraction to be stable. Upon follow up, both the doctor and the patient are satisfied with the result.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Logfile review confirmed time out scanner error and treatment was interrupted at 31%. After the laser was restarted, the surgeon decided to continue the treatment, program a second treatment and fired 31% on acrylic disc and the remaining 59% was treated on the patient's eye without any issue. The root cause could not be identified conclusively. After a restart, the device worked as intended. The field service engineer found a scanner error which might be due to high temperature in surgery room. The doctor refused to turn on the air condition. The manufacturer internal reference number is: (B)(4).